Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 250 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The insulin pump alarmed no delivery prior to the event. It was discovered that the customer was only changing her infusion sets every 4-6 days. The customer was advised to change the infusion set every 2-3 days. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.